Event description:
It was reported that the patient's system is no longer working, thus the patient is no longer able to hear with his device. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure will be submitted as a follow up report.